Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 1.5, lab: 3.0. Patient's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio2 test with lab results provided by end-user at time complaint as filed: inratio2: 1.5, reference: (B)(4), mean: 2.25, confidence limits: 1.4-3.1. Analysis of customer's data revealed that inratio2 and reference test result comparison did meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. Per complaint issue, patient was milking the finger and wiping the first drop. Per product user guide - precautions and warnings, "do not use repetitive pressure to collect the sample. "Squeezing the fingerstick site excessively (milking) releases interstitial fluid and may cause inaccurate results." As reviewed on (B)(4) 2011, thirteen discrepant result complaints were reported for lot #262187, yielding a complaint rate of 0.006 percent. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.